Event description:
Called to bedside by ivt rn due to leaking noted at insertion site. Upon assessment of line with dressing on, significant leaking coming from insertion site when flushed. Dressing taken down, statlock removed, and site cleansed. Catheter originally placed at level of hub, catheter retracted 2cm to reveal catheter break site. Catheter with visible break near 0cm marking on catheter. Catheter then removed an additional 5cm to accommodate placing clamp above break site. Betadine gauze and sterile gauze placed above break with non-serrated clamp. Site dressed with occlusive dressing and biopatch. Hub secured external to dressing, picu attending md immediately notified, planning to place order for ir consult.